Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported strong smell of insulin in the reservoir compartment, but she did not see any leaks. Advised the customer to call us back if she ever sees insulin in the reservoir compartment. No further information was provided.